Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a 46 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced arthralgia ("unexplained joint and muscle pain"), arrhythmia ("cardiac arrhythmias"), thyroid disorder ("thyroid disorders"), visual impairment ("vision disturbances"), neuralgia ("neurological pain") and adverse event ("etc¿and I am surely forgetting some"). The patient was treated (B)(6) 2024, 3769 days after essure insertion, with medical device removal (seriousness criterion intervention required) via surgery (essure removal with total hysterectomy with preservation of the ovaries). No causality assessment was received for essure with regard to medical device removal, arthralgia, arrhythmia, thyroid disorder, visual impairment, neuralgia or adverse event. The reporter commented: unexplained joint and muscle pain. Cardiac arrhythmias, thyroid disorders, vision disturbances, neurological pain, etc¿and I am surely forgetting some. Total hysterectomy with preservation of the ovaries at age 46. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. The most recent information was received on 07-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("unexplained joint and muscle pain"), arrhythmia ("cardiac arrhythmias"), thyroid disorder ("thyroid disorders"), visual impairment ("vision disturbances"), neuralgia ("neurological pain") and adverse event ("etc¿and I am surely forgetting some"). The patient was treated with surgery (essure removal with total hysterectomy with preservation of the ovaries). No causality assessment was received for essure with regard to medical device removal, arthralgia, arrhythmia, thyroid disorder, visual impairment, neuralgia or adverse event. The reporter commented: unexplained joint and muscle pain. Cardiac arrhythmias, thyroid disorders, vision disturbances, neurological pain, etc¿and I am surely forgetting some. Total hysterectomy with preservation of the ovaries at age 46. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.